Event description:
The customer reported that they have been experiencing issues with air bubbles in reservoir and tubing. The air bubbles happened after 2 hours of changing the set. The customer stored insulin at room temperature, has not used prefilled reservoirs and the insulin pump has not been rewound with a reservoir in place. The device was not dropped or bumped. The customer had lost trust in the insulin pump and insisted on getting it replaced. Blood glucose value was 162 mg/dl. Customer was advised the insulin pump would be replaced and returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.